Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. After a 3.0x20mm synergy drug-eluting stent was advanced and was under expanded, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. After a 3.0x20mm synergy drug-eluting stent was advanced and was under expanded, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.